Manufacturer narrative:
The investigation found that the attune femoral impactor from lot number 3357853 was broken with a piece missing. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactors have been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The attune femoral impactor from lot number 3357853 is from an un-annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactors to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-(B)(4) has been initiated and can be referenced for further details. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Impactors have cracked from usual wear. Impactor handle broke on the trigger that holds the impactor/punch. 2/23/2017 - upon examination of the returned impactors, it was found that lot number au4252887 is cracked as reported, but lot number 3357853 is broken with a piece missing.